Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, right sided pevic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a (B)(6) year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, salpingectomy in 2004, multiparous, ectopic pregnancy, pelvic adhesions, perineal pain, uterine fibroids, enlargement uterine and ovarian cyst. Concomitant products included atorvastatin since 2017, ibuprofen since 2014 and vitamin d nos (vitamin d) from 2017 to 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 2 months after insertion of essure. In 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic right salpingectomy and removal of the right essure coil and adhesiolysis and uterine ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved and the menorrhagia, vaginal haemorrhage and weight increased outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: post placement two coils visible on right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: unilateral occlusion (right tube occluded). Right side was occluded but the left side could not be seen. Pathology test - on (B)(6) 2018: right fallopian tube and essure coil: fallopian tube, lumen identified with fibrovascular adhesions essure coil, gross diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-apr-2019: pfs received. Lot number, reporter information, new events pelvic pain, menorrhagia, vaginal haemorrhage, dyspareunia and weight gain added. Outcome for the events pelvic pain and dyspareunia added as recovered / resolved. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, right sided pevic pain') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 41-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unilateral occlusion (right tube occluded)". The patient's medical history included salpingectomy in 2004, morbid obesity, multiparous, ectopic pregnancy, pelvic adhesions, perineal pain, uterine fibroids, enlargement uterine, ovarian cyst and high cholesterol. Concomitant products included atorvastatin since 2017, ibuprofen since 2014 and vitamin d nos (vitamin d) from 2017 to 2018. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), 11 months 16 days after insertion of essure. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain/weight gain / loss specify which one: weight gain"). On (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (laproscopic right salpingectomy and removal of the right essure coil and adhesiolysis and uterine ablation (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain and dyspareunia had resolved and the menorrhagia, vaginal haemorrhage, weight increased and dysmenorrhoea outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: post placement two coils visible on right side. Given the history of left-sided salpingectomy, the essure coil was only placed on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.7 kg/sqm. Hysterosalpingogram on (B)(6) 2012: unilateral occlusion (right tube occluded). Right side was occluded but the left side could not be seen.. Pathology test on (B)(6) 2018: right fallopian tube and essure coil: fallopian tube, lumen identified with fibrovascular adhesions essure coil, gross diagnosis.. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Event dysmenorrhea and unilateral occlusion (right tube occluded) was added. Onset date of the events were updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, right sided pevic pain") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 41-year-old female patient who had essure (batch no. 919017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included morbid obesity, salpingectomy in 2004, multiparous, ectopic pregnancy, pelvic adhesions, perineal pain, uterine fibroids, enlargement uterine and ovarian cyst. Concomitant products included atorvastatin since 2017, ibuprofen since 2014 and vitamin d nos (vitamin d) from 2017 to 2018. On (B)(6)2012, the patient had essure inserted. On (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"), 1 year 2 months after insertion of essure. In 2013, the patient was found to have weight increased ("weight gain"). On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laproscopic right salpingectomy and removal of the right essure coil and adhesiolysis and uterine ablation). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain and dyspareunia had resolved and the menorrhagia, vaginal haemorrhage and weight increased outcome was unknown. The reporter considered dyspareunia, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: post placement two coils visible on right side. Given the history of left-sided salpingectomy, the essure coil was only placed on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 52.7 kg/sqm. Hysterosalpingogram - on (B)(6)2012: unilateral occlusion (right tube occluded). Right side was occluded but the left side could not be seen.. Pathology test - on (B)(6)2018: right fallopian tube and essure coil: fallopian tube, lumen identified with fibrovascular adhesions essure coil, gross diagnosis.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-apr-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.